Event description:
It was reported that during a lap sigma procedure, after a few minutes of use, there was no function and the display showed instrument error. No further information is available. (Instrument cleaned after surgery and by this cleaning a piece of blade broken). There was no patient consequence.

Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.